Event description:
Baxter (B)(4) received a report that an infusor had no flow during filling. The device was being filled with 5-fluorouracil and nacl. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. This product is not distributed in the us and does not have a 510(k) number.